Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power supply cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation with accessories including a power supply and power cord. External and internal visual inspections of units revealed that the right-angle extension cable and the power cord were in good condition, but the power supply cable was defective (has exposed wires) therefore, a golden power supply cables was used throughout the diagnostic test. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.